Manufacturer narrative:
Due to character limitations in e1 event site name - via (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had damp waveform issue. There was no harm or injury reported.